Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had tamponade physiology with clot removal. Log file analysis captured routine events, the left ventricular assist device (lvad), and peripheral equipment were functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported tamponade physiology and clot could not conclusively be established through this evaluation. The submitted controller event log file captured data from 18sep2022 ¿ 21sep2022. No notable events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists peripheral thromboembolism and pericardial fluid collection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.